Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Air was observed in the venous line. The pt was temporarily disconnected from the cartridge and the blood in the circuit was allowed to recirculate through the saline bag to remove the air. When air was removed, the pt was reconnected to the cartridge and treatment continued with no further problems. An estimated 50cc of blood was discarded when replacing the saline bag. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.